Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer had symptoms such as nausea, vomiting and abdominal pain. Customer¿s blood glucose level was 585 mg/dl. Customer was treated with insulin drip. Customer was not using auto mode. Customer was not alleging insulin pump for under delivering. Customer stated that there was half inch air bubbles in the tubing. Customer stated that the insulin pump passed all the test. The insulin pump will not be returned for analysis.